Event description:
The patient's attorney alleged a deficiency against the device. Per additional information received, the patient has experienced recurrent stress urinary incontinence, micro hematuria, erosion of vaginal mucosa over the sparc tape (2 cm), irritation in the vaginal area particularly with sexual intercourse, and urinary leakage with coughing.